Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 250 mg/dl. The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump had an error alarm during the manual prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.